Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed; however, the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 33 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023. The alarm appeared to have been caused by both power cables becoming disconnected from external power. The alarm resolved within approximately ~1 minute when power was restored to the system. The provided periodic log file was also reviewed, and no indications of a driveline disconnect / pump stop event were observed throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the reported driveline disconnect alarm was unable to be determined; per additional information, the event may have been nurse error/confusion of the alarm, and no patient symptoms were reported. The root cause of the no external power alarm appeared to have been user error in disconnecting both power cables from external power. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. This section also details on how to properly exchange the system controller beginning on page 2-40. Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect and no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there was no pump stop noted on the system monitor. It was noted that there was possible nurse error or confusion of the alarm. The patient was asymptomatic, and no changes were made to the plan of care.

Event description:
It was reported that a pump stop was noted on (B)(6) 2023 at around 11:20. A driveline disconnect alarm was noted while disconnecting the black power lead and the white power lead was still connected. The only alarms noted on interrogation were power cable disconnect and no external power. The patient was placed on a different power modular and system monitor with a new patient cable to be safe. Log files contained a few set speed changes, pulsatility index events, and a no external power event. The no external power events appeared to have been a result of a simultaneous controller lead disconnect from the patient cable. The alarms resolved once external power was restored. Pump MFR # 2916596-2023-06430.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.